Event description:
Customer reportedly obtained results of 529mg/dl and 165mg/dl on the aviva system. No action taken on device results. An additional comparison reports results of 98mg/dl, 65mg/dl, and 56mg/dl on the aviva system within 10 minutes. Customer ate food based on result of 56mg/dl. No adverse event reported. Requested return of suspect system and replacement was sent.